Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up the case for a surgery they had noticed that the sites driver was to stripped to operate the clamp screw properly. The clamp driver was damaged by normal wear and tear of the instrument while attaching and removing the clamp from the patient. The spine process clamp was not damaged. There was no patient present when the event occurred.